Event description:
It was reported that during the initial implant procedure, the patient's left ventricular (lv) lead was difficult to position as the lead dislodged and then the stylet could not be advanced through the lead. The physician elected to not use the lead, and a new one was implanted. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to advance stylet. The reported event of failure to advance stylet was confirmed. As received, a complete lead with stylet partially inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. S-curve height was measured within specification. Examination found stylet insertion restriction at the distal region of the lead. The lead was dissected and found foreign material inside the inner coil. The cause of the reported event of failure to advance stylet was isolated to the foreign material inside the inner coil.